Manufacturer narrative:
The reported condition of overinfusion was not confirmed or duplicated. Therefore an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. Complaint no: (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ?baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported to baxter (B)(4) technical services one ipump that is overinfusing. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).